Event description:
Customer obtained what he thought was a result of 677 mg/dl and treated twice based on results while using the aviva system. Device code key number is 677 and results greater than 600 mg/dl are displayed as "hi". Customer passed out and emergency medical technicians arrived and took customer to the hospital. Customer does not recall what happened. A request was made for return of the suspect product, and a replacement was sent.